Manufacturer narrative:
Initial reporter last name: (B)(6). Investigation summary: it was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel damaged. The potential cause for the occurrence is a failure at syringe assembly station, which caused a jam causing the barrel flange broke at the syringe. The incident identified from this complaint will be monitored for trend evaluation. Investigation conclusion: the sample sent by the customer was verified and it was possible observe barrel damaged. The potential cause for the occurrence is a failure at syringe assembly station, which caused a jam causing the barrel flange broke at the syringe. Root cause description: the potential cause for the occurrence is a failure at syringe assembly station, which caused a jam causing the barrel flange broke at the syringe.

Event description:
It was reported that a cracked barrel was found before use with a syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, "the defect was noticed in the package. The product was not used. There was no damage to the patient/health professional. The sample is available to be collected."